Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient underwent a surgical intervention wherein the system was explanted due to loss of effective therapy. During removal, the l1 drg lead was fractured which was confirmed via x-rays. As a result, the lead was partially left implanted. Investigation was unable to identify which led attributed to the issue.